Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed in the device logs; however, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.